Event description:
It was reported that during an atrial tachycardia left side ablation procedure while mapping in the left atrial, the patient suffered a perforation and pericardial effusion. While mapping in the left atrial appendage, there was sharp ventricular signal recorded. Mapping was completed, after removing the navistar and lasso catheters and the physician visualized the pericardial area again with ice and noted an effusion. No ablation had been performed during the entire procedure. Base line blood pressure was 108, it decreased to 97 at the time the effusion was noticed. The patient is stable, remaining on the ep lab procedure table with ice catheter in to observe effusion. No intervention has been performed.

Manufacturer narrative:
The device history record was reviewed, it was identified that 1 piece was scraped; however DHR shows this piece was identified during the process prior to the final inspection stage and documentation shows the scrap of this piece exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. (B)(4).

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4), coolflow pump model# m-5491-02, serial # (B)(4), stockert model# m-5463-01, serial # (B)(4), c3 nav variable lasso model# d-1290-02-s, lot # 15418899l, acunav model# m-5723-09, serial #: (B)(4). (B)(4).